Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the 0-degree endoscope. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/lymphadenectomy surgical procedure, the 0-degree endoscope would not turn counterclockwise, and it drifted. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information from the site: the issue occurred during a davinci prostatectomy with lymph node dissection. The image was not inverted. The scope did not move in an uncontrolled way, the event did not involve a reversed control on system arms. The surgeon confirmed desired orientation when endoscope was installed. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached and there were not any missing components or screws. The surgeon was able to finish the case with the scope. It was sent down to sterile processing department and marked for repair.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) bearing and aea shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage at zone c near the endoscope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. The endoscope cable integrated connector and its housing exhibited discoloration.

Event description:
Refer to h10/h11 for follow-up information.